Manufacturer narrative:
This report is submitted on may 26, 2021.

Event description:
Per the audiologist, the patient experienced chronic cellulitis and skin overgrowth at the abutment site. The patient was treated with topical antibiotics, and underwent a procedure in 2015 (specific date not reported) to change the abutment and debride the site.